Manufacturer narrative:
Updated fields: b4, d9(device available for eval), e1(event site telephone), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11 corrected fields: d1, d4(model#, catalog# & UDI#) the stm who encountered the issue replaced drive assy. Unit tested to specifications and retuned to customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) had low vacuum. There was no patient involvement.